Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant procedure the pulse generator exhibited inappropriate measured data. The device was not used, a new device was successfully implanted.